Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and inserted via the patient's right femoral artery using a sheath. The pump was turned on and there was no augmentation. The balloon wave form was very narrow. Upon x-ray, it was shown that the balloon was not inflated. As a result, the md removed the iab and treated the patient with medication and fixed two vessels. The patient was stable and sent to the ccu (cardiac care unit). The length of time prior to the event was five minutes. There was no reported patient death, injury or complications. There was a delay/interruption in intra-aortic balloon pump (iabp) therapy; however, this did not cause harm to the patient. Medical/surgical intervention was not required. The patient outcome is listed as "currently doing well in ccu." Additional information received stated that the pump used was an autocat2 wave, serial number (B)(4). The pump did not alarm, there was no leak and the iab did not unwrap.